Event description:
It was reported the patient's scs ipg site was uncomfortable, and as a result, surgical intervention took place to relocate the patient's ipg pocket. The patient's physician also electively replaced the patient's ipg with a different model ipg. The issue was reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).